Event description:
3000ml normal saline (ns) spiked for a transurethral resection of the prostate (turp). The spike was sufficiently inserted but no saline would proceed through the tubing. It was noted that the tubing that enters into the bag of ns was completely fused together causing no ns to pass through. Multiple attempts were made to open the fused end but could not. The bag was changed to a new one. Saline bag info: baxter 3000ml 0.9% ns bag ref # 2b7477 lot y426800 expiring july 2025.